Event description:
Procedure type: colectomy. According to the reporter: on the 3rd firing of gia (creating anastomosis), the tissue tore and the staples malformed. The surgeon had to resect and start over again. Luckily, he had enough colon left to create another anastomosis. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 250cc. There was no user involvement or injury.

Manufacturer narrative:
(B)(4).